Manufacturer narrative:
H3: analysis found that visually, the inner shaft was broken 0.58 inches from the distal end of the inner hub when returned. Under magnification, there was contamination on the inside diameter of the inner cutter tip and striations at the break point. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the functional endoscopic sinus surgery the doctor started to use the quadcut blade with microdebrider m4 and the doctor noticed that the shaver was not working. Doctor pulled it out of nose. On examination, doctor observed that the base of the blade about 1cm from hub was broken into two pieces, near the base of microdebrider. Blade replaced from the same lot number and procedure completed successfully. There was no patient impact.